Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, paper printer door on the left side of anesthesia machine was broken off the hinges. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, paper printer door on the left side of anesthesia machine was broken off the hinges. There were no adverse events or injuries reported based on this event.